Event description:
The customer reported that the freedom driver exhibited a "squeaky noise" while supporting a patient from (B)(6). The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a "squeaky noise," the freedom driver continued to perform its life-sustaining functions.

Event description:
The customer reported that the freedom driver exhibited a "squeaky noise" while supporting a patient from (B)(6). The patient subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. The driver's alarm history was retrieved from the electronic data, and no new alarms were recorded. No alarms were reported by the customer. Only permanent fault alarms are recorded in the driver's alarm history. Intermittent, recoverable and battery alarms are not recorded in the electronic data. The driver in "as received" condition passed all test acceptance criteria, which included normotensive and hypertensive settings, with no anomalies or unintended alarms. In addition, the driver was tested for an additional 48 hours and performed as intended with no issues. The customer-reported squeaking noise could not be functionally reproduced during incoming investigation testing and, therefore, the root cause could not be determined. Despite the customer-reported squeaking noise, risk to the patient was low because the driver continued to perform its life-sustaining-functions. The driver performed as intended during investigation testing, and there was no evidence of a device malfunction. The driver was serviced. The driver was serviced. Based on days of use, the service included the replacement of the main printed circuit board assembly (pcba), piston and cylinder assembly (pca), motor/gearbox assembly, motor controller pcba, and speaker pcba, before being placed into finished goods. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.